Event description:
It was reported that the subject device had no image. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, there were no new reportable malfunctions identified during the device evaluation. Based on the results of the investigation, it is likely the following led to the malfunction: faulty cable; therefore, it was determined that the cause was traced to the component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Three good faith efforts were made to obtain additional information; however, no response received from the customer. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no image. There were no reports of patient harm associated with the event.